Event description:
It was reported that the display of the infusion device was defective.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the (B)(4), it is like or similar to a product marketed in the (B)(4).